Event description:
Overdelivery reported. The pump was in home care use to infuse amphotericin b bladder irrigation via urinary catheter. The pump was set for 41 ml/h with a total volume to be infused of 1l. The pt reports that 850ml delivered within a 8 hour period. The pt did not experience any adverse effects. No addtional info was available.